Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of broken connector and additionally noted that at incoming testing a parameter was observed to be out of tolerance and the main board was deemed defective. The main board, output connectors and batteries were replaced, the device was inspected and cleaned, checked and calibrated and it then passed all tests on the automated test system. It additionally received a firmware update. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "users broke the connector" of the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.